Event description:
Dry tickle in throat and chest (respiratory tract irritation). Hacking cough [cough]. Itching in both knees [pruritus]. Heat in both knees [joint warmth]. Hives from knees up to thighs which spread to trunk and arms [urticaria]. Fever [pyrexia]. Rash (nos) [rash]. Lightheaded/dizzy [dizziness]. Swelling in both knees [joint swelling]. Case description: spontaneous report received on 05-feb-2009 from a (B)(6) female pt with a history of arthritis, previous synvisc injections, asthma, a pulmonary embolism in 1976 and ankle edema, (B)(6), who experienced itching in both knees, swelling in both knees, heat in both knees, hives from her knees up to thighs that spread to trunk and arms, fever, rash (nos), was lightheaded and dizzy, had a dry tickle in her throat and chest and developed a hacking cough after starting synvisc. The pt received injections of synvisc into both knees (B)(6) 2009. The pt reported that she experienced itching, swelling and heat in both of her knees after her injections on (B)(6) 2009. On (B)(6) 2009, she received her second injections and experienced itchiness, swelling and a lot of heat in both knees. On (B)(6) 2009, the pt experienced hives from her knees up to her thighs that spread to her trunk and arms. She developed a fever. She was treated with tylenol and benadryl (2 capsules three times per day). The fever resolved approx two weeks later. Her benadryl dosage was decreased to one capsule three times per day and was discontinued on (B)(6) 2009 because the rash (nos) improved and because she was lightheaded and dizzy. She experienced a dry tickle in her throat and chest and developed a hacking cough. On (B)(6) 2009, the pt saw her primary care physician and was prescribed prednisone (unk dosage and frequency). At the time of this report, the outcome of the pt was unk. (B)(6).